Manufacturer narrative:
The returned contour control was tested with in-house contour next test strips. The readings were an average of 160mg/dl high out of the range. The readings were not marked as control tests. The same strips were tested with the correct in-house control, contour next, and gave satisfactory performance.

Event description:
The customer ran tests on the contour next usb with contour control solution and expired contour next test strips. The results were 303 and 341mg/dl. The meter did not automatically mark the readings as control tests, which will be displayed as blood results when accessing the meter's memory. No adverse event was alleged. Customer returned the control for investigation. New meter, strips and control were sent to the customer.